Event description:
It was reported that this left ventricular (lv) lead was attempted implant due insulation damage. Upon inserting the wire, about 4 cm from the fourth electrode, the wire came out of the side of the lead body. Subsequently a different lead was implanted. The patient is hiv positive; therefore, this lead will not be sent back to bsc for analysis. No additional patient adverse effects were reported. The bsc representative was contacted to obtain additional information regarding the model and serial number of this lead. At this time no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This report contains additional information in section d4 lot number, expiration date, serial number and unique identifier (UDI) #.

Event description:
It was reported that this left ventricular (lv) lead was attempted implant due insulation damage. Upon inserting the wire, about 4 cm from the fourth electrode, the wire came out of the side of the lead body. Subsequently a different lead was implanted. The patient is hiv positive; therefore, this lead will not be sent back to bsc for analysis. No additional patient adverse effects were reported. The bsc representative was contacted to obtain additional information regarding the model and serial number of this lead. At this time no further information is available. Should additional information become available this report will be updated.